Event description:
It was reported during a device placement, it was attempted to introduce the dilator and it was felt a resistance, when the system was removed from patient it was observed a wrinkle in distal end. When placing into patient and attempted to pass the catheter guide it cannot be done. Additional information received on may 03, 2022: ¿ has there been any harm to the patient/health professional? (Detail) a: no. ¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: no.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp4289 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One 5 fr microez microintroducer was returned for evaluation. The dilator was present with the sheath and the sheath had not been pealed. The sheath length measured to be 7 cm. Deformation on the sheath tip was visible. The dilator tip also appeared to have a slight bend. Blood residue was present within the device. Microscopic observation of the sheath tip revealed the taper to be present. One section of the tip was bunched inwards. The product instructions for use includes instructions which may have prevented the reported issue. The IFU states, ¿introduce the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel.¿ since the damage present on the device indicates a difficult insertion was experienced, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported during a device placement, it was attempted to introduce the dilator and it was felt a resistance, when the system was removed from patient it was observed a wrinkle in distal end. When placing into patient and attempted to pass the catheter guide it cannot be done. Additional information received on may 03, 2022: has there been any harm to the patient/health professional? (Detail): no. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail): no.